Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Skin irritation causing permanent damage at the infusion site (leg) was reported. The patient observed a sore/knot, bleeding, pain, blisters, irritation, drainage, and permanent dark spots while wearing the pod. The patient has experienced this multiple times, and a doctor has advised the patient to stop using the product. The pod was removed.